Event description:
It was reported that the 9600 sys had poor image quality prior to a case. No pt injury was reported. The service call was cancelled by the customer. A follow up report will be filed when add'l details become available.

Manufacturer narrative:
The service call was cancelled by the customer. A follow up report will be filed when add'l details become available.